Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the james cook university hospital emergency room with hyperglycemia. The patient's blood glucose levels reached 17.9 mmol/l (322.2 mg/dl) while wearing the pod for an unspecified duration. The patient¿s continuous glucose monitor reportedly detached and was unable to connect to the pod. Following this, the pod¿s cannula also became dislodged from the infusion site (arm). Reported symptoms included feeling unwell, stomachache, sweating, pale skin, headache, and the presence of ketones. The patient was treated with insulin administered via injection pen and was encouraged to increase fluid intake to facilitate clearance of ketones. The patient was released the same day, after 8 hours. The pod was removed and discarded at the hospital.